Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting at the time of the call and intended to contact support at a more convenient time.